Event description:
It was reported that the patient faced hyperglycemia on (B)(6) 2026. The blood glucose level was high and was treated with insulin pen.

Manufacturer narrative:
E1: name: medtronic minimed address: 18000 devonshire street city: northridge state: california zip: code 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.